Event description:
Date of original hip replacement surgery was (B)(6) 1998. The femoral head used was manufactured by ortho development, and acetabular cup was from another manufacturer. After 12 years, the acetabular cup became loose and would need to be revised. During the surgery to replace the cup, the femoral head was removed to grant better access to the acetabulum, and in this same procedure, a new femoral head was implanted. No defect or failure of the explanted femoral head was reported.